Manufacturer narrative:
Date of birth: (B)(6). Implant date is unknown. Explant date is not applicable since it was not explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgery was reportedly successfully completed the next day.

Manufacturer narrative:
This report is for an unknown - trauma - angular stable locking system - 002/unknown lot. Part and lot number are unknown; UDI number is unknown complainant part is not expected to be returned for manufacturer review/investigation, as it has been reportedly discarded by the facility. No service history review can be performed because the lot/serial number is unknown and cannot be traced. The manufacture date is unknown. The service history review is unconfirmed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The package was reported to have a hole, which compromised sterility. The patient had already begun preoperative preparation including receiving medication. The surgery had to be delayed until the next day to obtain a new set. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is against maude (B)(4), a copy is attached. The only information contained in this report is correction or additional information. There was a reported delay of 24 hours and no additional medical intervention was required. The procedure was successfully completed. The device was discarded and is not available for investigation. It was reported that an angular stable locking system (asls) instrumentation set was received and a hole in the packaging was noted. This is report 1 of 1 for (B)(4).